Event description:
The device was used during a lung resection procedure. It was reported that the device was jammed. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for eval.